Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month post-operative CT showed compression of the iliac limb stent graft in the presence of significant narrowing at the location of the aortic graft bifurcation, resulting in a occlusion from the aortic body sealing rings down to the bilateral iliac limb stent grafts with retrograde flow to the lower extremities. As of the date of this report, the patient has not returned for additional follow-up and there has been no reported re-intervention. There have been no additional patient sequelae reported.